Event description:
The patient had undergone a successful reverse total shoulder arthroplasty surgery. Following surgery the patient dislocated the shoulder, the surgeon stated that the dislocation was unrelated and not due to the implanted devices. The surgeon determined that surgery was required to address the shoulder dislocation. During this surgery the surgeon was attempting to remove the locking bolt from the glenosphere but it appeared "to be mechanically fused or seized" to the baseplate locking nut. During the attempts to remove the locking bolt from the nut, the baseplate locking nut unthreaded from the basepate . The baseplate was not damaged and remained securely implanted. The surgeon removed the glenosphere construct from the patient and implant a new glenosphere, locking bolt and baseplate locking nut. The procedure was completed without further issue.